Manufacturer narrative:
The event of rupture has been removed and is no longer reportable. Device was intact.

Event description:
Patient later reported "lump". Healthcare professional, through the patient, reported only capsular contracture baker grade IV. The event of rupture of has been removed and is no longer reportable, device was intact. Pain medication was prescribed. This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to b3: partial date of 2025 provided. Clarification to d6a: partial date of 2015 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured", "discomfort", "cd30 negative", "fibrous connective tissue without atypia and without neoplasia", "foreign body-type granulomas", "capsule formed by collagenized connective tissue alongside mononuclear inflammatory infiltrate", "ecstatic or cystic ducts", "chronic inflammatory process with giant cell reaction of the foreign body type", "mesothelial metaplasia in capsular fibrous tissue", "material between the valve and the fibrous capsule", "intact implant", "signs of rotation" and "white material". This record is for the right side. Device was explanted.